Event description:
Received suspected adverse drug reactions report from the medicine control agency in another country submitted regarding a male with corneal ulcers. Report submitted by a physician. Report states pt wore 1-day acuvue from 2006 to 2007. The pt reports treatment for corneal ulcers between 2007 through 2008. The form reports "involved or prolonged inpatient hospitalization" and "involved persistent or significant disability for incapacity." Another form for the same pt reports use of a "seniflon a" contact lens for one month in 2007 "as needed." It is presumed this meant to be senofilcon a (acuvue oasys). Information rec'd is inconclusive as which lens type was actually associated with the event. The physician also reports the pt was wearing durasoft 3 colors for a period of 2 months in 2007. The report states the pt was taking acrivastin po prn for allergies and erythromycin 250mg po for a cough in the 3 months prior to the reported injury. Several attempts have been made to contact the physician at the phone number provided without success. Based on all available info, no causal factors can be determined and no conclusion can be drawn. If additional info is rec'd, will report within 30 days or receipt. MDR reportable events are reviewed in quarterly mgmt review meetings.

Manufacturer narrative:
Device labeling single use or reuse.